Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was reported by a consumer via a company representative regarding a patient receiving gablofen (500mcg/ml at 233.72mcg/day). The indication for use was intractable spasticity. The patient's medical history included that they were born with a deformity of the brain and had a brain issue that causes degeneration. The consumer reported that the therapy did not seem consistent. A dye study was done on (B)(6) 2016 and the healthcare professional (hcp) reported that it looked like they would replace the catheter. The patient had gone in for a refill and the hcp could not refill the pump. The pump was thought to be flipped. The hcp was going to open up during surgery on (B)(6) 2016. The patient was alive with no injury at the time of the report. It was noted that the concomitant medications were unable to be obtained. On (B)(6) 2016 the rep reported additional information. It was reported that no dye study was performed, and it was unknown why the hcp replaced the catheter other than the complaints by the patient's family that the patient had not gotten therapy. The hcp was able to get cerebrospinal fluid (csf) from the catheter and the hcp chose not to do a dye study. The pump was flipped in the pocket which was why it could not be refilled.